Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer's blood glucose (bg) level was over 500 mg/dl. Reportedly, customer administered a manual injection to address bg and was able to successfully load a new cartridge to resume insulin therapy.